Event description:
The customer reported that an xds monitor/keyboard section fell off it's mounting arm and was caught by a staff member before it hit the floor. There was no report of any adverse patient impact.

Manufacturer narrative:
(B)(4). The customer reported that an xds monitor/keyboard section fell off it's mounting arm and was caught by a staff member before it hit the floor. There was no report of any adverse patient impact. The installation was completed in 2009 by a third party non philips contractor. A philips field service engineer (fse) went onsite and discovered that the screws that were holding the xds monitor/keyboard were not the correct screws (shorter). Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is completed.